Manufacturer narrative:
Explant was reported due to calcification. The investigation found that all three leaflet contained tears and calcifications. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3. All three leaflets had fibrous thickening. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined, however, the tears were associated with calcified nodules.

Event description:
On (B)(6) 2013, a 25 mm trifecta valve was implanted. On (B)(6) 2019, the device was explanted due to calcification and replaced with a 25 mm sorin device. The patient didn't have a history of chronic renal insufficiency, dialysis, or calcium tablets.